Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, first pressurization was performed at 1atm for 1 second but the balloon was confirmed ruptured when 3atm was reached. Only the balloon shaft was removed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm distal of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no kinks or damage to the shaft or hypotube of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm shunt. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, first pressurization was performed at 1atm for 1 second but the balloon was confirmed ruptured when 3atm was reached. Only the balloon shaft was removed. The procedure was completed with another of the same device. No patient complications were reported.